Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's problem was confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be over the manufacturing specifications therefore, service recommended that the pump's expulsor be replaced to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, over infusion was noted and it was noted that the pump was out of calibration. No patient was involved in this event. No adverse effects were reported.